Manufacturer narrative:
As received, the device was at normal range of operation. After all electrical test performed including thermal and mechanical stress, the device exhibits normal device characteristics with battery voltage above eri. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the device was subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. The device was explanted. The patient was stable.